Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was also observed that the device was unable to power on. Physio determined that the cause of the reported issue was due to integrated circuit chip, designator u2 on the digital pcb assembly. The memory of u2 had become corrupt, which prohibited the device from powering on and caused the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use reported for this event.